Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the battery contact issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter has failed testing, the battery contact and printed circuit board (pcb) were contaminated.if lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.